Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted clogged with blood and tissue. The reported events loss of capture and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood and tissue from the helix and applying torque to the inner coil, the helix could be extended and retracted. The full measured helix extension length was within specification. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During a follow-up in clinic, there was a loss of capture noted on the right ventricular (rv) lead and many episodes of non-sustained oversensing (nso) noted due to the loss of capture. There was also r-wave amplitude variation noted. It was alleged to be caused by a dislodgement of the lead or fibrosis around the tip of the lead. The lead was explanted and replaced to resolve the event, and the patient was stable with no consequences.